Manufacturer narrative:
Tracking #.50306. Device-b. Based on the visual examination and the functionality testing, it was confirmed that the instrument failed to arm. The knife collar was misaligned preventing the latch arm fromactuating. No conclusion could be reached as to how the knife collar was misaligned.

Event description:
It was reported during a diagnostic laparoscopy two 511sd trocars didn't stay engaged when depressed. A third 511sd worked and the case was completed. There was no consequence to the pt.